Manufacturer narrative:
(B)(4). Date sent: 02/01/2021. Batch # u5ea4p. H6: component code = mechanical (g04). H6: component code = others (g07). H6: component code = safety (g06). Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired (B)(6). The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reload and it was difficult to load the returned reload into the returned actual device, hard force was used to fully seat the reload in to the device, no functional test was performed as the reload could not be loaded acceptable into the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The device opened without any difficulties noted. The knife reverse button worked properly during testing. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a splenectomy, the stapler stuck on tissue. Battery removed and reinserted, reversal of knife failed and manual override did not work. After a short period of time, it "popped off". Per the sales rep "the physician had two successful firings with plee60a (gst60t and gst60g) to resect the distal pancreas. The third firing, gst60w, locked out during the splenectomy on the splenic artery. Was told the motor stopped and would not fire. The team shared the tried the reverse switch, but it didn't work. They went to the manual override and tried opening it, but it would not open. The physician then pushed with stronger force to open using the anvil release button, then it opened. No damage or adverse reaction to patient or tissue. They resumed the case with a psee60a and used 7-8 more reloads without issue.